Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. It was reported that the patient went to make breakfast in the morning on (B)(6) 2016 and before he could start eating it, he passed out. The patient's son gave the patient a shot of glucagon and then called the paramedics. The patient stated that paramedics arrived and gave him an IV with sugar water. The receiver at this time started to go off making all kinds of sounds. In the ambulance the paramedics tested the patient's blood glucose (bg) and got a reading of 96 mg/dl. The patient was admitted to the hospital at 9am this morning, upon arrival the patient's bg was tested again and had dropped to 28 mg/dl. The patient was given another shot of glucagon. The patient stated that he kept telling the nurse that he needed to eat something and they didn't provide anything until 12pm. The patient ate mashed potatoes and gravy. The patient said the hospital had no orange juice, but instead brought him some apple juice. The nurse tested the patient's bg after eating and it now read 125 mg/dl. The patient was discharged (B)(6) 2016 at 3:30 pm. At time of contact the patient was feeling well. No additional event or patient information was provided.